Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial bilateral knee surgery on an unknown date. Subsequently, the patients right tibial insert was revised due to unknown reasons approximately 13 years post surgery.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: catalog number : 6300-07-101 lot number :1372300 brand name : poly pat sz1/7mm nat catalog number : 6212-00-021 lot number :1340374 brand name : primary femoral 2/r pc catalog number : 6307-01-210 lot number :1386863 brand name : np stm tib b/p rt sz1 nat. Other text : device not returned for evaluation.

Event description:
No further event information available at the time of this report.